Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for several assays generated by the unicel® dxc 800 pro synchron® clinical systems for multiple patients.the erroneous results were reported outside of the lab.upon repeat on another instrument, higher results were obtained. The original results were amended.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run.prior to the event, na, cl and ca qc results were close to the lab's established mean. Qc run after the event was low. The system was recalibrated and then the qc results were close to the lab's established means.a field service engineer (fse) decontaminated the system.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.